Event description:
It was reported that, during an office follow-up, this electrode had noise on all sensing vectors. There were no inappropriate shocks. The doctor explanted and replaced the electrode and the pulse generator. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during an office follow-up, this electrode had noise on all sensing vectors. There were no inappropriate shocks. The doctor explanted and replaced the electrode and the pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the notch area next to sense b electrode. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.